Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the tibial alignment distal assembly is slipping on the proximal end where the mis proximal rod inserts and locks into the tibial alignment distal assembly."